Manufacturer narrative:
The reported issue of ¿broken footswitch pin¿ was confirmed. Backorder has been placed to replace the footswitch. Once the order will be released, the replacement footswitch will be shipped to be install by the customer.

Event description:
It was reported that "during a pot case, the footswitch pin was broke by the customer.¿ the procedure was rescheduled. Patient complication ¿none¿ reported. There was no injury to the patient reported.